Event description:
Spontaneous. Patient reported she tried doing infusion for 3 days but every time she injects it, it leaks from the injection site. She stated she has been using the same med, same size needle, and same size syringe for several years. She never had any issues, but this time patient got lot# nm2206a, which was leaking. Patient thinks it is a faulty batch, which she got, and she is having this issue. She wants to try a different lot of same needle set before we change flow rate tubing. Patient had a leftover needle from lot#nm2108a from before, which she said worked fine. No missed dose or adverse event reported; unknown if available for return; unknown if md aware. No further information provided. Reported to cvs/caremark by: patient/caregiver.